Event description:
The pt's daughter reported that her mother's surestep meter gave her an er1 message "a couple of weeks ago." Her symptoms were indicative of high blood glucose. A chemstrip test indicated high. The following day at a routine dr's appointment, a lab test indicated that the pt's blood glucose was elevated. She was subsequently hospitalized as a result of the high reading obtained at the dr's office.